Manufacturer narrative:
Root cause: we believe a counting semaphore in the tc400 code caused the central equipment to stop polling. We determined this from the data received from our diagnostics tools on-site. Corrective action: we determined through testing that the counting semaphore is no longer needed and removed it from the system firmware. Validation: because we've not been able to duplicate the problem in house, we placed the code on-site at (B)(6). To date the original problem has not re-occurred. Preventive action: we added 'polling fault' code to the os software. This will alert the user should the nurse call system again become unresponsive.

Event description:
On (B)(6) 2014, (B)(6) reported that the master stations of the nurse call system were annunciating calls from some stations, and this did not generate a 'fault' condition. An updated version of software was installed on the system (B)(6) 2014. To date the problem has not re-occurred.